Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver passed the charge and boot test. The log was downloaded and reviewed, and signal loss was not found within the investigation window. Test on receiver functional test station was performed and it passed. The pairing\calibration\performance\range test passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.